Manufacturer narrative:
Follow-up # 1 date of submission 05/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/07/2014 with the following finding:a review of the pump¿s black box history showed that call service alarms were recorded on 04/10/2014. Evaluation revealed evidence of moisture corrosion in the battery compartment and on the battery cap. A leak test was performed and a battery compartment leak was found. During testing, the pump powered on with audio tones and vibrations, but the display was found to be blank. The pump case was removed and moisture corrosion was found on the printed circuit board, display screen, and other internal components of the pump. The complaint of the call service alarms was observed in the black box history but was not able to be adequately investigated due to the blank display issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.